Event description:
It was reported that the cot slipped out of the latch of the power load system and a firefighter injured their back requiring medical intervention. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported for the patient. Further information for the injury and treatment to the firefighter was not provide.